Event description:
The user received low hcg results for two samples that did not correlate with the 1:100 dilution result or the repeat result. All results are in miu/ml. On (B) (6) 2010, sample 1 initial result was 0.867, result from a 1:100 dilution was 993.9 and result repeated straight was 1083. The initial result was not reported and the patient was not affected. On (B) (6) 2010, sample 2 initial result was 1.77, result from a 1:100 dilution was 3848 and result repeated straight was 4302. The user stated the initial result was accidently reported and an amended result was reported out within 15 minutes after the initial result so the user does not feel patient was treated. The hcg reagent lot number was 15666101. The field service representative could not find a cause. He replaced the pinch tubing and syringe seals and verified all alignments were correct. He verified the analyzer operation by watching the user run qc with successful results.

Manufacturer narrative:
A specific root cause could not be identified. A possible reason may be the tube was not placed straight in rack, which might lead to sample pipetting failure. A liquid level detection misadjustment could not be excluded.

Event description:
Pt was injected with 1cc in nasolabial folds. She started swelling 2-3 hrs later. By dinner time the right side of her face was swollen and the right side of her upper lip was swollen and painful with a little swelling in lower right lip. The following day her lips were so distorted, she couldn't speak. Her face was swollen from her right upper lip up to the top of her cheek bone, so that she could see swelling in her peripheral vision. Seventy-five percent of the product was injected on her left and 25% injected on the right. The issues all occurred on the right. She went back to the office on (B)(6)2010 and was prescribed prednisone tapered dosage 60 mg, tapering down for 6 days. The pt also took a benadryl before she went in to see the office. Thirty percent better on (B)(6)2010, and returned to normal on (B)(6)2010. On (B)(6)2010, her skin started sloughing off in layers, like a bad case of sunburn, in nlf area and chin on right side only. Pt is back to normal now. Physician has injected 8 or 9 patients and everyone else is fine.